Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported "patient received allergan implants... And these were then recalled in relation to the implanting surgery patient has developed significant pain and pressure sensitivity in breast, as also constant pain in the area of the thoracic spine, the cervical spine and the lumbar spine (with isg-syndrom). A lot of symptoms of the bii syndrome appeared like also lack of energy and fatigue. Rigidity of the thoracic spine came up and since 2020 patient has been having constant and burning pain in the lateral area of breast. This brought patient to depression and anxiety." Patient representative later reported "patient experienced severe breast pain and tenderness. Capsular fibrosis was also diagnosed. Patient also suffers from joint pain and throbbing pain in her hands and feet. She is powerless and exhausted very quickly. Patient learned that her implants had been recalled and that her health problems were due to their faulty nature. Patient had to expose herself to the risks and pain of an operation. Patient is still suffering from the above pain and her breast is scarred and completely deformed" and "chronic back and join pain, difficulty concentrating, fatigue syndrome, pressure on the breast (typical bii symptoms) and capsular contracture" and "the patient has breast ablation of brca 2". Device has been explanted and not replaced. This relates to the right side.